Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description of defective. Additional information has been requested.